Event description:
It was reported that there was a discrepancy in the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to update the pump time and was advised to monitor for any future discrepancies and to follow up if it recurred. The customer understood and acknowledged the guidance provided.